Manufacturer narrative:
The device was returned to olympus for inspection and there's no customer allegation; the device was returned for preventive maintenance/inspection and escalated to repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: there was insufficient information provided in the event description and no failures identified by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the light guide (lg) lens had stain/discoloration. There was no patient involvement.